Manufacturer narrative:
(B)(4). Date sent: 7/1/2024. D4: batch #373c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer cut, with the drivers exposed and knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after fired. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device fired without any difficulties. Additionally a photo was provided at product complaint level and it shows a gauze with two staple lines and some malformed staples are noted. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as no malformed staples were noted at any time during the testing and no condition was noted that could have caused the staples to malformed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 373c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2024. Additional information was requested, and the following was obtained: 1. Did the device cut? Yes 2. If the device cut/fired, was the cut line complete? No, the staple had come undone in the middle. 3. Did the device staple? Yes 4. If the device stapled/fired, was the staple line complete? No 5. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Proportionally unformed 6. Did the device close? Yes 7. Did the device fire? Yes 8. Did the device open? Yes 9. Was the device difficult to close on the tissue? No 10. Was the device difficult to fire? No 11. Was the device difficult to open?no 12. On which firing did this occur? On the first one 13. Did the tissue retaining pin lock into the correct position? Yes 14. Could you please clarify if there were any patient consequences?no 15. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported during a colon hemicolectomy left covered perforated t4 tumor in the descending colon, with infestation of the lymph nodes, edematous findings, 7 cm from the ano, stapler released, but the staple suture broke in the middle, after the surgeon did not have a reloading magazine on site, a new stapler was opened, no patient harm reported.

Manufacturer narrative:
(B)(4). Date sent 5/23/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device fire? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.